Event description:
It was reported by the customer the dressing of the catheter with abundant hematologic content was examined. When the dressing was uncovered, the power branch was completely detached from the support piece without having been tractioned or cut. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension leg was confirmed but the cause is unknown. Six photographs of the implicated 4fr dual-lumen powerpicc catheter were returned for evaluation. The purple power-injectable extension leg had completely detached from the molded bifurcation. The distal end of the tubing contained straight edges. No evidence of a break in the tubing was present (e.g. Jagged features on the end or stretching of the material). No tubing fragments were visible within the corresponding section of the bifurcation; however, it could not be confirmed that fragments were not present without examination of the physical sample. Additional testing, including dimensional analysis of the extension leg insertion depth and tactile evaluation, could not be conducted without examination of the physical sample. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the dressing of the catheter with abundant hematologic content was examined. When the dressing was uncovered, the power branch was completely detached from the support piece without having been tractioned or cut. No other information was provided. Additional information received : 23 april 2024. The catheter had been installed for 16 days. The lumen tube was completely detached with no fragments remaining. No tensile force was applied and it did not come off because it got caught on any element.